Event description:
Subsequent to the initial medwatch report, it was reported that it is unknown if the reported device issue caused a significant delay in the procedure.

Event description:
It was reported that during the procedure in the mildly calcified right coronary artery, the right femoral artery was accessed and predilatation was performed using a non abbott balloon. The 2.5x28 rx promus stent system was advanced two times, but could not cross the lesion. An attempt was made to withdraw the stent system; however, the stent system became caught in the copilot hemostatic valve and the stent dislodged in the hemostatic valve. The hemostatic valve with the stent still inside, was removed. There was no component of any device left in the anatomy. A 2.75x28 promus stent and a 2.5x18 promus stent were successfully implanted. Post-dilatation was not performed. There was no adverse patient effect. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.0x20 apex; guide wire: balance middle weight; guide cath: runway jr4; bleedback control: unknown copilot. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood or contrast visible. The stent was dislodged from the balloon and returned in the middle portion of the returned copilot, confirming the reported information. There were mangled struts and mashed struts in the proximal end of the stent. The stent delivery system (sds) was not returned. The copilot was returned with blood in the rotator and on the side arm, which is consistent with use. The copilot was in the closed position. There was no damage noted to the copilot. The stent outer diameters were measured and met manufacturing criteria. Additionally, the inner diameter of the copilot was measured and met manufacturing criteria. A new sds was advanced and retracted through the returned copilot without resistance noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Reportedly, the lesion was mildly calcified, which likely contributed to the reported failure to advance. Factors which may contribute to resistance during retraction include, but are not limited to, manufacturing, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. It is likely an interaction with the lesion/anatomy during the multiple attempts to cross the calcified lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent. Return analysis noted the copilot was in the closed position, which likely contributed to the reported difficulties. During retraction of the sds, the damaged stent struts would have interacted with the closed rhv, causing resistance and further contributing to the damage noted and the stent dislodging from the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, difficulty removing the sds, and stent dislodgement appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.